Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient recently had an unrelated MRI and is concerned that this may have caused an issue with her adaptivestim. She is not sure if it¿s active anymore as therapy does not change with positions. This change had occurred within the last two weeks, confirmed as 2018. When she goes from a sitting to standing position, the stimulation does not change. It was verified that stimulation was turned on and that adaptivestim was also turned on. The patient programmer was displaying the correct position. It was reviewed that the sitting and standing position are all considered the ¿upright¿ position and that the patient may feel a difference since she is technically in a different position, but there is no way to differentiate between sitting from standing in adaptivestim. The stimulation was not comfortable in the position that the patient needed. After increasing/decreasing the amplitude and waiting in the position for exactly three minutes, she noted that the stimulation is at the level that the patient now needs it. It was reviewed that the patient is a left side sleeper but confirmed that she does not have ¿lying left¿ as an option, and that she only has ¿lying¿ as an option. It was reviewed that the patient could discuss setting up the ¿lying left¿ as an option. There were no further complications reported or anticipated.